Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The endoscope was found with attached endoscope adapter (aea) damaged or friction issue. There was scope bearing friction issue. There was desiccant container damage or loose desiccant balls. Furthermore, there was discoloration of the housing and button mechanical damage.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the surgeon was "not experiencing intuitive motion" with the 30-degree endoscope. The system was powered off when the customer contacted the technical support engineer (tse) team. The tse had the site perform a hard reboot, with no change. They then had the site rotate the endoscope, and the customer noted friction and noise while rotating the instrument. The tse recommended that the site use a back-up endoscope, and they recommended returning the affected endoscope for analysis. The customer replaced the endoscope with a back-up, and the issue resolved. The site continued with the procedure. The field service engineer (fse) team was dispatched to follow-up with the site to ensure the issue was resolved. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained additional information: the lens would not turn quickly; it had a lot of resistance which caused the other controls to not act appropriately. If the surgeon would move the instruments to the right direction, they would actually move up instead. The reported issue was persistent. The procedure was completed with a backup endoscope. The endoscope was not checked for mobility prior to use, and it was only inspected for sterility.